Manufacturer narrative:
Use error: per the user guide: always make sure that the correct time and date are set on your insulin pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg 325 mg/dl). Pump supplies were changed to address bg. Cause of elevated bg was not known. Pump system check was performed with tandem technical support (cts) and pump date was found to be incorrect. Customer had inadvertently changed it due to a different time zone and had not adjusted it back to the current date. No other device issues were identified; however, customer thought the pump was not working. Cts reviewed pump data; no issues were identified.